Event description:
It was reported that 100 bd vacutainer® urine collection cups experienced sample leakage during storage/transport. Product defect was noted after use. The following information was provided by the initial reporter: material no. 364975 batch no. Unknown urine cups leaking. Urine cups being filled on floors, sample transferred to tubes but lab also wants cups sent to lab to have access to original sample. Cups are leaking in bags. While training staff on new process, I noticed that when trying to close a brand new cup after opening it, it would not close tightly on the first try.

Manufacturer narrative:
The following information has been updated: h.3. Reason code for no evaluation: other. H.3. It other specify: see h.10 h3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Device manufacture date: unknown.

Event description:
It was reported that 100 bd vacutainer® urine collection cups experienced sample leakage during storage/transport. Product defect was noted after use. The following information was provided by the initial reporter: material no. 364975 batch no. Unknown. Urine cups leaking. Urine cups being filled on floors, sample transferred to tubes but lab also wants cups sent to lab to have access to original sample. Cups are leaking in bags. While training staff on new process, I noticed that when trying to close a brand new cup after opening it, it would not close tightly on the first try.